Event description:
The customer reported that the tandem mobi pump battery was not charging. There was no reported adverse impact. The customer initially attempted to resolve the issue using the manufacturer's charging equipment but was unsuccessful. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.